Manufacturer narrative:
Medtronic received the following information from a journal article entitled; influence of measurement and sizing techniques in thoracic endovascular aortic repair on outcome in acute complicated type b aortic dissections rychla m, dueppers p, meuli l, rancic z, menges a-l, kopp r et al. Interactive cardiovascular thoracic surgery 2022;34:628¿36. Https://doi.org/10.1093/icvts/ivab300. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft and non mdt stent grafts were implanted in patients in the treatment of complicated type b aortic dissections over a 17 year period. 57 patients were included in the study and just 1 endurant stent graft was implanted. The following adverse events were reported; aortic rupture, sine, aneurysm expansion, stroke, ischemia, cardiac arrest re-interventions patient mortality was reported but there is no causal link that a mdt stent graft caused or contributed to any death.